Manufacturer narrative:
Because the catalog number and serial number are both unknown, the gtin is unknown.

Event description:
The manufacturer sales representative reported that the device had a broken bur stuck in the device during a procedure at the user facility. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.